Manufacturer narrative:
Updated e1: initial reporter phone. Updated e1: initial reporter email. Device evaluated by MFR: the guidewire was returned to our post market quality assurance laboratory. Visual inspection was performed, and it was observed that it was bent at distal tip. During microscopic inspection, it was noted that the coating hydrophilic was peeled.

Event description:
It was reported that the guidewire coating was peeled off. The over 70% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 300cm straight tip v-14 control wire was selected for percutaneous transluminal angioplasty. However, during the procedure, it was noted that the guidewire coating was peeled off. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that the guidewire coating was peeled off. The over 70% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 300cm straight tip v-14 control wire was selected for percutaneous transluminal angioplasty. However, during the procedure, it was noted that the guidewire coating was peeled off. The procedure was completed with another of the same device. There were no patient complications as a result of this event.